Event description:
The facility reported a colleague infusion pump with a display malfunction. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a display malfunction was confirmed during product evaluation. The root cause of the reported problem was assigned to a faulty main display. In order to correct this condition, the main display was replaced with associated parts. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.